Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, an extended opening, and fold creases. A visual and microscopic analysis were performed which identified a sharp opening on the anterior side. A dimension measurement in the shell was performed which confirmed the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the anterior side assessed as an unidentified tear opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.